Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015. This spontaneous case is from united states and was identified on (B)(6) 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer stated she was pushed to get essure by her doctor who refused to give her a depo shot. She was promised that it was not permanent and that it could be taken out if she wanted to have more kids. She inserted it and bled and cramped for 2 months after essure insertion. For 2 years (from the posting date), she had been bloated on and off and had been having migraines and daily cramping. She could feel the coils in her tubes and had pelvic pain. She had it tested and it came out negative for anything wrong. She also had painful intercourse, mood swings, spotting randomly, depression, breast that always hurt and back pain. She was tested again and test showed nothing wrong essure was ongoing, and the consumer considered all events related to devices. Ptc investigation result was received on (B)(6) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on (B)(6)2016 from legal claim: in or around june of 2013, plaintiff underwent the essure procedure. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, back pain, dental issues, hair loss, frequent headaches, nausea, diarrhea, and mood changes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around august 11, 2015, plaintiff underwent surgery to remove her essure at a healthcare facility. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who bled for 2 months (genital haemorrhage) after essure (fallopian tube occlusion insert) insertion. Upon follow-up receipt, case became legal and pelvic pain/chronic pelvic pain/increasingly severe pain, amongst non serious events, was reported. Plaintiff underwent surgery to remove her essure, about two years after insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 11-aug-2015. The most recent information was received on 30-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain/increasingly severe pain'), genital haemorrhage ('bled for two months') and device breakage ('inspection of the left cornual area reveal a short segment of trailing coils after removal of left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was tested again and tests showed nothing wrong. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated on and off"), migraine ("migraines"), abdominal pain ("cramping daily"), medical device site discomfort ("can feel the coils in my tubes/ discomfort"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("spotting randomly"), depression ("depression") with mood swings and breast pain ("breast always hurt"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramped for two months"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("frequent headaches"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2013, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the pelvic pain, abdominal distension, migraine, abdominal pain, medical device site discomfort, dyspareunia, vaginal haemorrhage, depression and breast pain had not resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depression, device breakage, diarrhoea, dyspareunia, genital haemorrhage, headache, medical device site discomfort, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: the consumer initially stated she was pushed to get essure by her doctor who refused to give her a depo shot. She was promised that it was not permanent and that it could be taken out if she wanted to have more kids. She inserted it and bled and cramped for 2 months after essure insertion. For 2 years (from the posting date), she had been bloated on and off and had been having migraines and daily cramping. She could feel the coils in her tubes and had pelvic pain. She had it tested and it came out negative for anything wrong. She also had painful intercourse, mood swings, spotting randomly, depression, breast that always hurt and back pain. She was tested again and test showed nothing wrong. Then plaintiff reported via lawyer her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, back pain, dental issues, hair loss, frequent headaches, nausea, diarrhea, and mood changes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure at a healthcare facility. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Essure insert date discrepancy: (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain/increasingly severe pain'), genital haemorrhage ('bled for two months') and device breakage ('inspection of the left cornual area reveal a short segment of trailing coils after removal of left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated on and off"), migraine ("migraines"), abdominal pain ("cramping daily"), medical device site discomfort ("can feel the coils in my tubes/ discomfort"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("spotting randomly"), depression ("depression") with mood swings and breast pain ("breast always hurt"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramped for two months"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("frequent headaches"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2015. In (B)(6) 2013, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the pelvic pain, abdominal distension, migraine, abdominal pain, medical device site discomfort, dyspareunia, vaginal haemorrhage, depression and breast pain had not resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depression, device breakage, diarrhoea, dyspareunia, genital haemorrhage, headache, medical device site discomfort, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: the consumer initially stated she was pushed to get essure by her doctor who refused to give her a depo shot. She was promised that it was not permanent and that it could be taken out if she wanted to have more kids. She inserted it and bled and cramped for 2 months after essure insertion. For 2 years (from the posting date), she had been bloated on and off and had been having migraines and daily cramping. She could feel the coils in her tubes and had pelvic pain. She had it tested and it came out negative for anything wrong. She also had painful intercourse, mood swings, spotting randomly, depression, breast that always hurt and back pain. She was tested again and test showed nothing wrong. Then plaintiff reported via lawyer her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, back pain, dental issues, hair loss, frequent headaches, nausea, diarrhea, and mood changes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure at a healthcare facility. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Essure insert date discrepancy: (B)(6) 2013 and (B)(6) 2013. Diagnostic results: -she was tested again and tests showed nothing wrong quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporters information added. New event- device breakage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 31-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("bilateral chronic pelvic pain/increasingly severe pain"), device breakage ("inspection of left cornual area revealed short segment of trailing coils after removal of left fallopian tube") and genital haemorrhage ("bled for two months") in an adult female patient who had essure inserted (lot no. 919037) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of missed abortion (7th week) on (B)(6) 2013, chlamydia identification test positive (denies other stis) in 2006 and uterine anteflexion, cholecystectomy, depression, gastric disorder, lactose intolerance and foot surgery (lap chole '10, pegs in both feet when young for flat feet). Denies any abnormal pap smear, +chlamydia 2006 treated, denies other stis. The patient had a family history of breast cancer, diabetes, stomach cancer, pancreatic cancer and heart disease, unspecified. As concurrent condition the report mentioned allergy to antibiotic (hives). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and abdominal pain lower ("cramped for two months"). In 2013, she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloated on and off"), migraine ("migraines"), abdominal pain ("cramping daily"), medical device site discomfort ("can feel the coils in my tubes/ discomfort"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("spotting randomly"), depression ("depression") with mood swings and breast pain ("breast always hurt"). Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), back pain ("back pain"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("frequent headaches"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). In (B)(6) 2013, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the pelvic pain, abdominal distension, migraine, abdominal pain, medical device site discomfort, dyspareunia, vaginal haemorrhage, depression and breast pain had not resolved. The outcome of device breakage was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depression, device breakage, diarrhoea, dyspareunia, genital haemorrhage, headache, medical device site discomfort, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: the consumer initially stated she was pushed to get essure by her doctor who refused to give her a depo shot. She was promised that it was not permanent and that it could be taken out if she wanted to have more kids. She inserted it and bled and cramped for 2 months after essure insertion. For 2 years (from the posting date), she had been bloated on and off and had been having migraines and daily cramping. She could feel the coils in her tubes and had pelvic pain. She had it tested and it came out negative for anything wrong. She also had painful intercourse, mood swings, spotting randomly, depression, breast that always hurt and back pain. She was tested again and test showed nothing wrong. Then plaintiff reported via lawyer her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, back pain, dental issues, hair loss, frequent headaches, nausea, diarrhea, and mood changes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure at a healthcare facility. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Essure insert date discrepancy: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] in 2013: at the time of surgery, normal female secondary sexual characteristics and escutcheon. External genitalia of normal color, texture and turgor without visible or palpable abnormalities. Uterus anteverted, anteflexed, normal size and shape, no discrete adnexal masses palpated. [Hysteroscopy] in 2013: tubal ostia clearly visualized bilaterally. At the conclusion of the procedure, approximately 4 coils noted to be coming out of the proximal end of the right and left fallopian tube. Patient tolerated the procedure well and was taken to the recovery room in a stable condition. [Laparoscopy] on (B)(6) 2015: planned removal of essure coils with tubal ligation. Patient notes that she began having increased pelvic pain following their placement. Assessment: continue with planned procedure- routine pre-operative care- npo- ivf with lr- informed consent obtained- anticipate dc home with routine follow up. Procedure: laparoscopy with bilateral salpingectomy removal of essure uterus normal appearance. Both fallopian tubes : normal morphology with serpiginous appearance near the cornua. Ovaries were of normal morphology bilaterally with normal cribriform texture. Evaluation of the cornua following salpingectomy: coils present. Examination of right and left lower quadrants and peritoneum: no evidence of bowel-peritoneal adhesions. Excellent hemostasis. Remainder examination without further visible pathology. Procedure: once it was removed inspection of left cornual area reveal a short segment of trailing coil. This was grasped with graspers and then removed from the abdomen without issue. Excellent hemostasis noted. [Pathology test] on (B)(6) 2015: specimen(s) received: fallopian tube, bilateral with essure gross description: the specimen is received in formalin and labeled with the patient's name, accession number and fallopian tubes bilat. (With essure) and are three portions of fallopian tube ranging from 3 cm. In length x 0.5 cm. In diameter to 7.5 cm. In length x 0.7 cm. In diameter. Two of the portions of fallopian tube have an attached fimbriae and are remarkable for a wire coil in the lumen. The serosa is tan gray and ragged with adhesions. Two of the portions of fallopian tube are convoluted. Sectioning reveals an intact lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical records received via lawyer with plaintiff's aka name: this report was found to be a duplicate to record #(B)(4) (medwatch 3500a MFR number 2951250-2020-05202) which will be deleted in bayer safety database after all information was transferred to this duplicate record #(B)(4) which will be retained. New: essure lot number was provided. Medical history and tests added (none reported previously). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4) on 11-aug-2015. The most recent information was received on 18-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("bilateral chronic pelvic pain/increasingly severe pain"), device breakage ("inspection of left cornual area revealed short segment of trailing coils after removal of left fallopian tube") and genital haemorrhage ("bled for two months") in an adult female patient who had essure inserted (lot no. 919037) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of missed abortion (7th week) on (B)(6) 2013, chlamydia identification test positive (denies other stis) in 2006 and uterine anteflexion, cholecystectomy, depression, gastric disorder, lactose intolerance and foot surgery (lap chole '10, pegs in both feet when young for flat feet). Denies any abnormal pap smear, +chlamydia 2006 treated, denies other stis. The patient had a family history of breast cancer, diabetes, stomach cancer, pancreatic cancer and heart disease, unspecified. As concurrent condition the report mentioned allergy to antibiotic (hives). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and abdominal pain lower ("cramped for two months"). In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloated on and off"), migraine ("migraines"), abdominal pain ("cramping daily"), medical device site discomfort ("can feel the coils in my tubes/ discomfort"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("spotting randomly"), depression ("depression") and breast pain ("breast always hurt"). Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), mood swings ("mood swings/ mood swings/mood changes"), back pain ("back pain"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("frequent headaches"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). In (B)(6) 2013, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the pelvic pain, abdominal distension, migraine, abdominal pain, medical device site discomfort, dyspareunia, vaginal haemorrhage, depression and breast pain had not resolved. The outcome of device breakage was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depression, device breakage, diarrhoea, dyspareunia, genital haemorrhage, headache, medical device site discomfort, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: the consumer initially stated she was pushed to get essure by her doctor who refused to give her a depo shot. She was promised that it was not permanent and that it could be taken out if she wanted to have more kids. She inserted it and bled and cramped for 2 months after essure insertion. For 2 years (from the posting date), she had been bloated on and off and had been having migraines and daily cramping. She could feel the coils in her tubes and had pelvic pain. She had it tested and it came out negative for anything wrong. She also had painful intercourse, mood swings, spotting randomly, depression, breast that always hurt and back pain. She was tested again and test showed nothing wrong. Then plaintiff reported via lawyer her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, back pain, dental issues, hair loss, frequent headaches, nausea, diarrhea, and mood changes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure at a healthcare facility. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Essure insert date discrepancy: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] in 2013: at the time of surgery, normal female secondary sexual characteristics and escutcheon. External genitalia of normal color, texture and turgor without visible or palpable abnormalities. Uterus anteverted, anteflexed, normal size and shape, no discrete adnexal masses palpated. [Hysteroscopy] in 2013: tubal ostia clearly visualized bilaterally. At the conclusion of the procedure, approximately 4 coils noted to be coming out of the proximal end of the right and left fallopian tube. Patient tolerated the procedure well and was taken to the recovery room in a stable condition. [Laparoscopy] on (B)(6) 2015: planned removal of essure coils with tubal ligation. Patient notes that she began having increased pelvic pain following their placement. Assessment: continue with planned procedure- routine pre-operative care- npo- ivf with lr- informed consent obtained- anticipate dc home with routine follow up. Procedure: laparoscopy with bilateral salpingectomy removal of essure uterus normal appearance. Both fallopian tubes: normal morphology with serpiginous appearance near the cornua. Ovaries were of normal morphology bilaterally with normal cribriform texture. Evaluation of the cornua following salpingectomy : coils present. Examination of right and left lower quadrants and peritoneum : no evidence of bowel-peritoneal adhesions. Excellent hemostasis. Remainder examination without further visible pathology procedure: once it was removed inspection of left cornual area reveal a short segment of trailing coil. This was grasped with graspers and then removed from the abdomen without issue. Excellent hemostasis noted. [Pathology test] on (B)(6) 2015: specimen(s) received: fallopian tube, bilateral with essure gross description: the specimen is received in formalin and labeled with the patient's name, accession number and fallopian tubes bilat. (With essure) and are three portions of fallopian tube ranging from 3 cm. In length x 0.5 cm. In diameter to 7.5 cm. In length x 0.7 cm. In diameter. Two of the portions of fallopian tube have an attached fimbriae and are remarkable for a wire coil in the lumen. The serosa is tan gray and ragged with adhesions . Two of the portions of fallopian tube are convoluted. Sectioning reveals an intact lumen. Lot number: 919037,manufacture date: 2014-11,expiration date:2016-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who bled for 2 months (genital haemorrhage) after essure (fallopian tube occlusion insert) insertion. Upon follow-up receipt, case became legal and pelvic pain/chronic pelvic pain/increasingly severe pain, amongst non serious events, was reported. Plaintiff underwent surgery to remove her essure, about two years after insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. The updated product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.